Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was replaced due to multiple over-discharges. The over-discharges were caused by pt non-compliance. It was stated the pt had three over-discharges, and on (B)(6) 2011, the pt's device was replaced with a non-rechargeable device, and the pocket was revised. The result was reported as "excellent." The pt outcome was reported as "no injury."